Event description:
It was reported that when the systems "image directory key" was pushed, the system locked up. There is no report of injury or death associated with the even described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.